Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not communicating. The customer attempted to reboot the station multiple times; however, the issue persisted. The field service engineer (fse) confirmed the presence of a disconnect fault and verified the integrity of the network, cables, and connections. The fse logged into the hardware test application to verify network traffic and rebooted the machine. The issue was resolved, and the customer confirmed that the internet connection was reestablished. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.